Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin irritation called cellulitis. There was discharge from the site. For treatment, the patient was prescribed keflex cephalexin antibiotic to use 3 times per day for 5 days. The pod was worn longer than 48 hours on the abdomen. The patient was discharged on the same day.